Manufacturer narrative:
H3 other text: device not returned.

Event description:
The user facility reported, that the device overheated, during testing. Prior to a procedure. There was no patient involvement, no delay, no medical intervention. And no adverse consequences.

Event description:
The user facility reported that the device overheated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.